Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged fifty percent slough in the wound bed was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Prior to the application of the activ.a.c.¿ ion progress¿ remote therapy monitoring system, it was noted the patient's wound bed was yellow with moderate yellow exudate. The physician subsequently observed the patient and confirmed no infection was present, and no wound culture was documented. The nurse observed the patient again on (B)(6) 2017 which exhibited a decrease in the patient's wound length and depth. The activ.a.c.¿ ion progress¿ remote therapy monitoring was re-applied, and the patient continued to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It was noted the patient was placed on a wet to dry dressing regimen, and it is unknown if medical or surgical intervention was required. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
The following information was reported to kci by the nurse: on (B)(6) 2017, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was on hold allegedly due to fifty percent slough in the wound bed. The following information was reported to kci by the health care provider via records: on (B)(6) 2017, prior to initiating v.a.c.® therapy, the appearance of the wound bed and color were noted as yellow and red. The exudate (amount and color) was noted as yellow and moderate. The wound was noted to have dry eschar over patella. Wound along incision line with mixed fibrinous and granulation tissue. No signs of deeper infection noted. The wound had abundant serous drainage due to edema. The wound was sharply debrided. On (B)(6) 2020, the patient was placed on the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On (B)(6) 2017, the patient's diagnosis was noted as a left bka [below the knee amputation] with infection. On (B)(6) 2017, the nurse noted observing a large amount of yellow slough with minimal red tissue in wound bed. On (B)(6) 2017, v.a.c.® therapy was placed on hold and are pending culture results prior to re-initiating v.a.c.® therapy. On (B)(6) 2017, the nurse observed the patient and allegedly noted yellow slough in wound bed with plan to reapply v.a.c.® therapy at the next visit. On (B)(6) 2017, it was noted the patient is on a wet to dry dressing regimen and is scheduled to see his physician on (B)(6) 2017. On (B)(6) 2020, v.a.c.® therapy was resumed. On (B)(6) 2017, v.a.c.® therapy was placed on hold due to fifty percent slough and subsequently resumed on (B)(6) 2020. On (B)(6) 2017, the patient clinical progress report noted the wound with improving surface area and depth between (B)(6) 2017. On (B)(6) 2017, the patient's wound was noted to have twenty-five percent or less "white, grey, yellow, or brown non-viable tissue." On (B)(6) 2018, the following information was reported to kci by the nurse: the nurse reviewed the patient's medical records and noted the physician observed the patient on (B)(6) 2017 and an infection was not present and no wound culture was documented. On (B)(6) 2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.